Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device failed to power on with the returned pad-pak. The fault was attributed to a bent locator pin on the battery terminal side of the pad-pak which impeded the insertion of the pad-pak within the device. The device would therefore only power on with excess pressure applied to the pad-pak, allowing both locking clips to engage. The investigation was unable to determine how or when the damage to the locator pin occurred. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that they were unable to turn their AED on. Failure to power on device may prevent or delay defibrillation therapy, which could result in adverse consequences. There was no patient involvement reported with this event.

Event description:
The customer contacted heartsine to report that they were unable to turn their AED on. Failure to power on device may prevent or delay defibrillation therapy, which could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.